Manufacturer narrative:
(B)(4). The device was not returned. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The root cause of this complaint was determined to be user error on setup therapy parameters. Initial drain volume should be set according to 1500 ml of fluid left in the patient for the current day, or the patient should perform manual drain like the normally would. Too low of an I-drain alarm volume can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. The device met specifications and works like intended. A service history review was done. Previous service events weren't related to iipv issues. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) reported to baxter that they did not drain in initial drain (I-drain). The hp was connected. The hp stated they went to clinic for testing that day. The clinic put 1.5l of extraneal in and advised her to leave it in until she got on machine that night. The hp normally does a manual drain prior to getting on machine and initial drain was 0ml. The care giver (cg) stated machine was on dwell 1 and hp felt uncomfortable. At that time machine moved to drain 1/6. The machine completed drain and moved to fill 2. The cg pressed stop and then put the hp into manual drain. The hp drained 2256ml during manual drain, 933ml during drain. 1/6 of total drain was 3189ml. The technical service representative (tsr) reviewed the programming and explained that machine put in 1500ml on top of the 1500ml that was put in at clinic which not drain during I drained. The cg understood and the hp felt better then. The tsr assisted with ending therapy. There was patient involvement but no further clinical consequences for the patient was reported.